Manufacturer narrative:
This supplemental report is being submitted to provide correction for the initial report and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. For the no image malfunction a definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a faulty video connector. For the front panel turned on when the power was turned off malfunction, based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the video system center had no image occasionally and the indicators on the front panel were on when the device was turned off. The issue was found during maintenance. There was no procedure involved and therefore no delay in a procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no image was confirmed. The customer¿s allegation of indicators on the front panel were on was not confirmed. Device evaluation found that no image occurred occasionally which was due to a defective video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.